Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had leaks with infusion set. The caller also reported that the customer had bent cannula and insertion anomaly with infusion set. The customer's blood glucose was unknown at the time of incident. The infusion set will not be returned for analysis.